Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 7 days of wear. The customer was unable to monitor their blood glucose and experienced seizure and lost consciousness. A non-hcp treated the customer with "glucose gun-glucose gel" and no further treatment information was reported. There was no report of death or permanent injury associated with this event.